Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015 on the arm, which is considered off-label use. The patient did not report injury or medical intervention. It was reported that the sensor was inserted into the arm, which is considered off-label usage. It should be noted that the dexcom g4 (tm) latinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). The receiver data log was reviewed on (B)(6) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint sensor was not returned to dexcom. The transmitter ((B)(4)), being used with the complaint sensor, was returned on 11/12/2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.